Event description:
It was reported that, pt had tha done approx 2 yrs ago, presented with hip pain, surgeon said acetabular cup looked loose, booked pt for revision of acetabular implant. Dr. Noted pt had a rejuvenate stem in, I explained stem was recalled, intraoperatively, dr. Determined the joint was infected, dr put in antibiotic spacer in to address infection before reimplantation.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the MFR. Additional info pertaining to the devices referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-02104.